Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 296 and 480 mg/dl. An injection of insulin was used to address the bg level. Tandem technical support was unable to troubleshoot for the past occlusions. For the current occlusion, a system check was performed by the customer and the infusion site appeared to be the cause of the occlusion. Reportedly, the customer has been using apidra insulin in the cartridge.